Event description:
According to information contained in a published case report, a patient experienced regurgitation, hypoxia and aspiration during use of an lma airway. While the patient was emerging from anesthesia, brownish fluid was ejected from the drain tube and movement of the breathing bag stopped transiently. Oxygen saturation fell briefly to 85%. Rhonchi were heard on ausculatation. In the recovery room, the patient vomited and had another brief period of oxygen desaturation. Patient had crepitations and rhonchi, and developed a low grade fever and cough. Patient was treated with antibiotics even though chest x-ray did not show penumonia. Patient reocvered and was dishcarged four days later. There was no report of device defect or malfunction.